Event description:
It was reported that the patient received 4 shocks. Interrogation of device revealed impedance >2000 ohms and short v/v intervals. The device and lead are to be replaced, patient's gem 7227 device is approaching eol. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received 4 shocks. Interrogation of device revealed impedance >2000 ohms and short v/v intervals. The device and lead are to be replaced, patient's gem 7227 device is approaching eol. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received 4 shocks. Interrogation of device revealed impedance >2000 ohms and short v/v intervals. The device and lead are to be replaced, patient's gem 7227 device is approaching eol. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis found no anomalies. An outer insulation cosmetic depression was noted.